Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the mesh plate cutter (part number 03.211.007, lot number 2688564). The subject device was returned with the complaint condition stating the device was returned to customer quality (cq) and reported to have broken. This condition is confirmed; a distal positioning pin has sheared off and was not returned for analysis. The pin has sheared off flush with the jaw surface. It is possible that the pin was sheared off while removing a plate from the cutters leading to this complaint condition. Whether this complaint can be replicated at cq is not applicable as the returned device is already broken. This complaint is confirmed. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A definitive root cause was not determined. It is possible that the pin was sheared off while removing a plate from the cutters leading to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed: manufacturing location: (B)(4). Manufacturing date: feb 07, 2011. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent surgery to repair a left lis franc injury. During the surgery, the mesh plate cutter malfunctioned. While cutting a variable angle (va) mesh plate, the plate holding post snapped off of the instrument. The cutting was not done over the patient, and fragments fell onto the floor. There was no delay and no back up instrument available. The cutting was not done over the patient, and fragments fell onto the floor. There was no delay and no back up instrument available. The outcome of the surgery was successful. Concomitant device reported: one (1) 2.4mm/2.7mm variable angle locking mesh plate 5 x 12 holes (part #: 02.211.224, lot #: unknown). This report is for one (1) mesh plate cutters. This is report 1 of 1 for (B)(4).